Event description:
Pt called stating that one of his legacy pumps started beeping yesterday morning displaying error code 1340. Since there is no troubleshooting available for this error code, informed him that we will ship out a replacement pump for delivery tomorrow. Pt said he switched over to a functional pump right away and is aware that if something happens to this pump, he is supposed to go to the hospital. There was no interruption in therapy or so reported as pt switched over to a different pump right away. Serial number of malfunctioning pump #(B)(4) (due (B)(6) 2017). Pt was informed that a return box will be shipped out with the new pump to return the malfunctioning pump back. Pt verbally understood. No further info provided. Dose or amount: remodulin 230 ng/kg/min, frequency: q 48 hours, route: IV. Dates of use: from (B)(6) 2012 to ongoing, diagnosis or reason for use: pah.